Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating and vaginal discharge. Concomitant products included ibuprofen, naproxen and para-seltzer (excedrin aspirin free). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vulvovaginal mycotic infection ("multiple yeast infections"). In 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, 7 years 9 months after insertion of essure, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), back pain ("lower back pain"), arthralgia ("with the essure coils in I had knee pain and foot pain") and pain in extremity ("with the essure coils in I had knee pain and foot pain"). The patient was treated with levonorgestrel (nortrel) and surgery (salpingectomy (bilateral) and hysterectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, weight increased, back pain and alopecia outcome was unknown and the menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, dyspareunia, arthralgia and pain in extremity had resolved. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion on (B)(6) 2016, findings revealed the specimen consists of a uterus and cervix with separate fallopian tubes. The 145 g, 9.3 x 5.5 x 4.8 cm reveals smooth tan violaceous serosa. The 3.3 x 3.2 cm exocervix reveals smooth mucosa surrounding a 1.2 cm slitlike os. The endocervix is tan and corrugated with occasional mucoid cysts up to 0.9 cm in diameter. The 0.4 cm thick endometrium is soft, tan-red with sloughing. There is a 1.8 cm diameter submucosal leiomyoma. The up to 2.3 cm thick myometrium is tan and trabeculated. Each cornu reveals a coiled metallic device consistent with an iud. The first fallopian tube is tortuous, 5.5 x 0.7 x 0.6 cm with identifiable fimbria and a patent lumen. The second fallopian tube is 4.5 x 0.8 x 0.6 cm with identifiable fimbria, a patent lumen and a 0.6 cm diameter paratubal cyst. Sections: a1-anterior and posterior cervix, a2-anterior endomyometrium, a3-posterior endomyometrium, a4 leiomyoma, as-first fallopian tube, a6-second fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient's medical record: fatigue, migraines, back pain and headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal)type: multiple yeast infections, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain and hair loss. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating and vaginal discharge. Concomitant products included caffeine;paracetamol (excedrin aspirin free), ibuprofen and naproxen. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced vulvovaginal mycotic infection ("multiple yeast infections") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches") and was found to have haemoglobin decreased ("blood or heart disorder/condition type: low hemoglobin"). In (B)(6)2008, the patient experienced tooth disorder ("dental problems"). In (B)(6)2009, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced fatigue ("fatigue"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("with the essure coils in I had knee pain and foot pain"), pain in extremity ("with the essure coils in I had knee pain and foot pain") and mood swings ("mood swings"). The patient was treated with levonorgestrel and surgery (salpingectomy (bilateral) and hysterectomy to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, weight increased, back pain, alopecia, haemoglobin decreased, vaginal discharge, abdominal distension and mood swings outcome was unknown and the menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, dyspareunia, arthralgia and pain in extremity had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, haemoglobin decreased, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2008: results: total bilateral occlusion. Diagnostic results: on (B)(6)2016, findings revealed the specimen consists of a uterus and cervix with separate fallopian tubes. The 145 g, 9.3 x 5.5 x 4.8 cm reveals smooth tan violaceous serosa. The 3.3 x 3.2 cm exocervix reveals smooth mucosa surrounding a 1.2 cm slitlike os. The endocervix is tan and corrugated with occasional mucoid cysts up to 0.9 cm in diameter. The 0.4 cm thick endometrium is soft, tan-red with sloughing. There is a 1.8 cm diameter submucosal leiomyoma. The up to 2.3 cm thick myometrium is tan and trabeculated. Each cornu reveals a coiled metallic device consistent with an iud. The first fallopian tube is tortuous, 5.5 x 0.7 x 0.6 cm with identifiable fimbria and a patent lumen. The second fallopian tube is 4.5 x 0.8 x 0.6 cm with identifiable fimbria, a patent lumen and a 0.6 cm diameter paratubal cyst. Sections: a1-anterior and posterior cervix, a2-anterior endomyometrial, a3-posterior endomyometrium, a4 leiomyoma, as-first fallopian tube, a6-second fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient's medical record: fatigue, migraines, back pain and headache. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received. Events added: blood or heart disorder/condition type: low hemoglobin, vaginal discharge, gastrointestinal or digestive system condition type: bloating and mood swings. Event onset date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.